Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer reported that the unit is failing electrical safety test. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was found during pvt. The biomed cleaned the excess loctite on the screw thread and the unit passed the testing.